Event description:
A medtronic representative reported that, during a spine procedure, the surgeon was tightening the spinous process clamp and over-tightened it to the point it broke and would no longer open or close properly. A small clamp was used to proceed with the surgery. The procedure was completed with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Replacement device sent (B)(4) 2013. Suspect open spine clamp has not yet been returned to manufacturer for further evaluation.